Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. The mfg investigation revealed the nut broke off. The fracture face is homogenous, which indicates material conformity, and has the typical view of a forced rupture. At the hole of the nut are two clearly visible dents in a diagonal position, which let us to assume that another instrument was used as a lever. Based on these findings we assume that too much force, beyond its calculated design, was applied during use. It is concluded no mfg related fault could be detected.

Event description:
It was reported that during a femur fracture procedure while the surgeon screwed the nut, the set screw that holds the shanz pin in place broke. The broken piece was retrieved. A plate was implanted on the left side. The procedure was completed.